Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that after 17 years of functioning the device started to fail and the patient had recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The physician believes the recurring incontinence was due to atrophy and fluid loss in the device due to long tern use of the system. Upon removal fluid loss in the balloon was confirmed but was unable to determine if the fluid leak was from explanting the device. The patient was cured following the revision procedure.